Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery depletion/eri (elective replacement indicator) was indicated. The programmer save to disk data file shows time of eri on (B)(6)-2011, device eri less than or equal to 2.62 volts. The weekly battery voltage trend data shows battery equal to 2.64 to 2.62 volts minimum between (B)(6)-2011 and (B)(6)-2012. There were three patient alerts for low battery voltage between (B)(6)-2011 and (B)(6)-2012. The device was returned and analyzed and analysis found that the device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device may have had premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.